Event description:
It was reported that the patient had a cardiac event when in the hospital for an implantable pulse generator (ipg) replacement procedure. A cardiopulmonary resuscitation (CPR) was performed, and the patient was intubated. It was believed that the cardiac event was not device related. The patient had not regained consciousness and was in an intensive care unit (ICU). Additional information was received that: the patient was still in the hospital and had not regained consciousness. It was noted that the patient had issues with anesthesia and the breathing tube during surgery. It was believed that this was a surgery center issue.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a cardiac event when in the hospital for an implantable pulse generator (ipg) replacement procedure. A cardiopulmonary resuscitation (CPR) was performed, and the patient was intubated. It was believed that the cardiac event was not device related. The patient had not regained consciousness and was in an intensive care unit (ICU).